Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had issues with medication total volume changing from mg to ml configurations. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the total volume had changed from mg to ml. A technical support specialist was unable to determine the cause due to no response from the customer. A follow-up case was to be created as needed upon customer response.

Event description:
It was reported by the customer that a bd pyxis¿ es server had issues with medication total volume changing from mg to ml configurations. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.